Event description:
It was reported that the patient presented at clinic for a follow-up. It was discovered that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed and the patient was stable.